Manufacturer narrative:
Initial reporter phone: (B)(6). An analysis of the product could not be performed since a physical sample was not received for evaluation. A device history record evaluation was performed for the finished device 30758717l number, and no internal action related to the complaint was found during the review. Manufacturer's reference number: pc-(B)(4).

Event description:
It was reported that a 78-year-old male patient underwent a right ventricular outflow tract (rvot) premature ventricular contraction (pvc) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring a pericardiocentesis. After a rvot pvc procedure, the patient¿s blood pressure dropped and it was confirmed to be cardiac tamponade by echo. A pericardiocentesis was performed and blood pressure returned. The procedure was completed. A transeptal puncture was not performed. Ablation was performed before tamponade was identified. Steam pop was not confirmed. The patient fully recovered with pericardiocentesis. No error messages were observed on the biosense webster equipment during the procedure.